Manufacturer narrative:
D10: (B)(6) - 300-01-10 - equinoxe humeral stem primary press fit 10mm. (B)(6) - 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) - 300-10-45 - equinoxe replicator plate 4.5mm o/s. (B)(6) - 300-20-02 - equinox square torque define screw drive kit. (B)(6) - 310-01-47 - equinoxe, humeral head short, 47mm (beta). (B)(6) - 521-78-20 - threaded pin size 1.3 collared 2pk. 05005424206 - (B)(6) - gps implant kit v2. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the right side. Subsequently, the patient experienced glenoid loosening. As a result, approximately eleven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.